Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested and received including a completed questionnaire and photos. The photos appeared to show glistenings in the lenses, no opacification was seen. Glistenings are not a unique phenomenon and have been found over the last twenty years in a variety of lenses and lens materials, including contemporary lenses, such as pmma and silicone lenses. There have been no demonstrable clinical safety or efficacy issues associated with glistenings in any lenses sold worldwide. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported "granular opacification" in a patient's intraocular lenses (iol) over four years following bilateral iol implant surgery. The iol in the left eye was affected more than the iol in the right eye. Both iols remain implanted. It is unknown if the opacification affects the patient's vision due to the patient's preexisting ocular conditions which include macular disease, diabetes and hypertension. Two medical device reports are being filed for this event; this report is for the right eye.